Event description:
A presentation of the noteworthy radiographic observations of patients treated with synthes nflex implants reported that there was an implant disassembly of the rod, screw and locking cap for patient ID (B)(6) at the l5-1 location as observed at the month 3 check up. The presentation with x-rays was sent to the synthes post market risk manager for review and based on the known information this complaint has three reportable malfunctions for rod, screw and locking cap. This MDR is for the rod and is one of three reportable malfunctions for this complaint, one MDR is being filed for the rod, one for the screw and one for the locking cap. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.